Manufacturer narrative:
The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that the patient was managed with ecpella therapy, and the entracorporeal membrane oxygenation (emco) device was removed due to sharply increase of potassium levels. Considering this to be due to ischemia, catecholamines were administered and the impella device was removed. After that, dialysis was performed to remove potassium. It was reported that the event was related to impella. Regarding the rise in potassium level, the relation is unclear (neither ECMO nor impella performed antegrade perfusion, so it is unclear which caused the rise). It was reported also that impella device was introduced due to shock vital signs from patient. The patent also experienced pupil dilation immediately after initiation of treatment, and no additional treatment was recommended. The patient suffered from hypoxic encephalopathy, but this was due to the effects of cardiopulmonary arrest (cpa) and was not related to impella. In addition , it was reported that the reperfusion on the ECMO side and lower limb ischemia on the impella side resulted in hyperkalemia, and electrolytes were temporarily corrected by dialysis. The patient condition after removal was no improvement and no action taken. The patient is currently in a do not attempt resuscitation (dnar) state, but is surviving.

Manufacturer narrative:
Section h codes have been updated based on additional information. This report reflects the most up to date coding. Clinical assessment: a patient of unknown age and gender was treated for cardiogenic shock after cardiac arrest and bradycardia. An impella cp was inserted together with an extracorporeal membrane oxygenation. Immediately after onset of treatment, the patient showed dilated pupils, later diagnosed as hypoxic encephalopathy, most probably caused during cardiopulmonary arrest. After two days of support, the extracorporeal membrane oxygenation was removed and shortly after, the patient showed a sharp rise in potassium interpreted as sign of continued peripheral ischemia. The impella cp was removed and dialysis was started to reduce the blood potassium levels.